Event description:
In MFR #9614453-2013-01474 the following information was reported: "the patient lost a device in the past due to infection." Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to the device explant due to infection will be reported in this report.

Event description:
It was reported that the patient ¿lost their device¿ more than 8 years ago due to an infection. No further information was reported.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu _unknown_ext, serial# unknown, product type extension; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).